Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced insulin flow block alarm event with their infusion set. The blockage was at tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004734 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. 1 used set was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 3, the returned sample test passed. Functional test: underwater flow, according to wi version 2, the returned sample, test passed. Reference samples tests results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. On the functional air flow test, according to wi version 2 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the 6004734 was manufactured according to the wi version 17 manufactured in the machine multivac 10, on 13/dec/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3m02471 was manufactured according to wi version 58 manufactured in the machine sc05 and sc06, on 14-dec-2023, with a total of (B)(4) units the lot 3m01485 was manufactured according to wi version 41 manufactured in the machine sc05 and sc06, on 10-dec-2023, with a total of (B)(4) units the lot 3m01124 was manufactured according to wi version 41 manufactured in the machine sc05 and sc06, on 11-dec-2023, with a total of (B)(4) units review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 13-may-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6004734 and one other complaint has been registered in database for the same lot 6004734 and malfunction code conclusion summary of the related event: as a result of the following: on the investigation on returned sample and reference samples, no issue related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes and date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.